Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons are intermittently unresponsive. She noted that the keypad buttons feel flat, and do not click when pressed. The family member denied physical damage to the rubber keypad, denied exposing the pump to water, and stated that the pt carries the pump clipped to her waist.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. Eval confirmed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.